Manufacturer narrative:
(B)(4).

Event description:
Reportedly, every time the programmer is turned on, some messages were displayed to the user: ¿press f1 to resume, f2 to setup¿. When f1 key is clicked, the process resumes and an initial smart view screen is displayed. For the subject programmer, no software re-installation was performed yet. No other issue was observed on this programmer.

Event description:
Reportedly, every time the programmer is turned on, some messages were displayed to the user: ¿press f1 to resume, f2 to setup¿. When f1 key is clicked, the process resumes and an initial smart view screen is displayed. This issue was not resolved after software re-installation. No other issue was observed on this programmer.